Event description:
The facility representative contacted baxter (B)(4) to report a colleague infusion pump in which failure code 550:320 occurred during preparation. This condition has the potential to cause an interruption of delivery. There was no patient involvement; therefore, there was no adverse event, patient injury or medical intervention associated with this report. The user interface module master software version is currently unknown. There is no further complaint information available.

Manufacturer narrative:
(B)(4).this device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with failure code 550:320 was confirmed during product evaluation in the pump's event history. The root cause of this condition was not identified. The reported condition was not reproduced so no repairs were performed. This device is an unremediated colleague pump with a user interface module software version of 7:01:00. A service history review revealed no previous service events were related to the reported condition. A device history review was performed and no abnormality was observed in the manufacturing of this device.